Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the lower esophagus during a balloon dilatation procedure to treat achalasia performed on an unknown date. During the procedure, when the device was used, the gauge failed to reach 20 psi even when attempting to inflate to the maximum pressure of 20psi. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device gauge reading inaccurate.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0902 captures the reportable investigation result of gauge reading inaccurate. H11: (investigation results): the returned pneumatic inflator was analyzed, and a visual evaluation noted that the gauge indicator was pointing below zero. Functional test was performed, and the device was able to inflate the balloon and maintain inflation, however, the indicator remained below zero. No other problems with the device were noted. The product analysis revealed that the gauge indicator was pointing below zero. The device was able to inflate a balloon and maintain inflation. However, the indicator was not giving an accurate reading and did not point at zero prior to inflation. Upon disassembling the handle, it was observed that the spring shifted from its position which caused the problem. The device was fixed, and the inflator was able to inflate the ballon and give an accurate reading while maintaining inflation. Based on all gathered information, the most probable root cause is cause traced to component failure.